Manufacturer narrative:
Dept: clinical procurement. (B)(4). The event is currently under investigation.

Event description:
It was reported the peel away sheath for peripherally inserted central (PICC) line insertion broke when attempting to peel it away. Consequently, the sheath could not be removed. This was rectified by having a second person scrub into the procedure and utilizing artery forceps to attach to the sheath and peel it away. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence . No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
"Adverse event and product problem" (B)(4). Investigation - evaluation: a review of device history record, manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the sheath had separated from one of the two winged hubs of the introducer. Sheath material displays no discoloration or elongation at the point of separation which would be indicative of excessive pressure. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
It was reported the peel away sheath for peripherally inserted central (PICC) line insertion broke when attempting to peel it away. Consequently, the sheath could not be removed. This was rectified by having a second person scrub into the procedure and utilizing artery forceps to attach to the sheath and peel it away. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.